Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken reservoir tube lip. The display window was in place.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is a huge crack around the pump and at reservoir and the screen is popping out. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer had been running high when she saw a crack in her pump. The customer declined to troubleshoot for high blood glucose.